Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 505 mg/dl. The customer stated that they had bent cannula. Customer reported that when removing set felt pain and saw redness, little puffy and itching and painful. The device was not returned for analysis.